Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-april-24 the patient reported two infusion set cannula was bent and the symptoms patient faces the infusion within first 3 or more hours after insertion, only patient experienced significant pain upon insertion. The site of insertion is abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02924 - device 2 of 2.